Manufacturer narrative:
Maquet medical system, USA submits this report on behalf of the legal manufacturer of the device maquet cardiopulmonary (B)(4). On (B)(6) 2013 the device was evaluated by a ssu technician and the sensor panel was replaced with a retrofit sensor panel serial number (B)(4). The device was tested to factory specifications and passed all tests.reference complaint (B)(4).

Event description:
On (B)(6)2013, at maquet medical system service, mahwah, nj during testing of cardiohelp unit ((B)(4)), the technician received a "battery 2 needs service" error. The service technician reloaded the software on the unit and cleared the error logs. The error message was then cleared. The batteries were reinstalled and functioned without further issue. A battery calibration was performed with passing results. Reference: (B)(4).